Manufacturer narrative:
Product event summary- the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in a tantalum capacitor.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was later reported that the device was explanted and replaced.

Event description:
It was reported that the device could not be interrogated and had no magnet response. It was also reported that the device may have depleted prematurely. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.